Event description:
It was reported that a pt had a kyphoplasty procedure on (B)(6) 2007 at levels t12 and l2. During the procedure, an expired bone filler device was used. There were no pt complications or adverse events reported. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, f/u with company rep. Product was from trunk stock.